Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cabinet experienced a power failure. The field service engineer (fse) disconnected the auxiliary cabinet and tested by removing drawers one at a time. It was found that the main half-height drawer 2.1 was defective, as its controller board measured zero ohms. The defective board was replaced, and the keyboard cover was also replaced. Hardware tests passed successfully, and the pharmacy technician completed inventory checks to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced cabinet was failed to power on even after unplug. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care and also user stated that they were unable to remove or issue the medication. There were no adverse events or injuries reported based on this event.